Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer¿s blood glucose level was 28.5 mmol/l. Customer was treated with bolus. Customer was done troubleshooting and did not show any deficiency. Customer stated that there was blood in the sensor and after replacing, it worked correctly. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.